Manufacturer narrative:
Product analysis summary: a hemostasis valve was returned at attached to the delivery system. The stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications due to deformation of mid to proximal stent struts. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the 7th to 26th distal stent wraps with struts bunched and stretched. Misalignment or stent struts was evident the 1st to 6th distal stent warps. The distal tip could not be analysed as the distal stent struts had displaced over the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous and calcified lesion in the proximal circumflex (cx) artery. The device was inspected with no issues noted. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.